Event description:
It was reported that during a laparoscopic gastric band procedure, the surgeon was doing the posterior dissection behind the stomach when he believed he had made a puncture in the stomach wall with the dissector. Due to the concern, there would be bile in the stomach. The surgeon then converted to an open gastric sleeve procedure. A swallow study and gastric graph were done to confirm there was no apparent hole in the stomach after the surgery. The patient was sent to ICU for 1 night and was hospitalized for 4 days as a result of the open procedure. The patient is stable.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.